Manufacturer narrative:
A review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections upon release to finished goods.

Event description:
No additional information has been provided.

Manufacturer narrative:
The device was returned to (B)(6); no product was returned to the manufacturer for investigation. A root cause was unable to be determined with the information provided.

Event description:
An investigation report from an implant retrieval center was received and reported that during examination, the rod failed force testing. The rod was disassembled and it was found that the leadscrew was seized inside the extending bar. The o-ring was snapped, consequently, it may have been unable to seal effectively. The compromised sealing mechanism may allow passage of fluid and material between the rod internals and the localised tissues, which can result in metallosis. It is unknown why the rod was removed. No additional information is available.